Manufacturer narrative:
This report is being submitted to correct the device codes field (f10) in section f, for use by uf/importer and device codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that this rv lead exhibited high pacing threshold measurement and pacing failure was discovered during the hospitalization. The threshold increased to 5 volts at 0.4 milli seconds, however, there were no changes in other data including chest x ray. Additional information received which indicates that this rv lead was dislodged. After dislodgement, this rv lead was confirmed that there was a slight bending was observed at the screw section. This rv lead was explanted, replaced with the same model and old rv lead was discarded in the facility. No additional adverse patient effects were reported.

Event description:
It was reported that this rv lead exhibited high pacing threshold measurement and pacing failure was discovered during the hospitalization. The threshold increased to 5 volts at 0.4 milli seconds, however, there were no changes in other data including chest x ray. Additional information received which indicates that this rv lead was dislodged. After dislodgement, this rv lead was confirmed that there was a slight bending was observed at the screw section. This rv lead was explanted, replaced with the same model and old rv lead was discarded in the facility. No additional adverse patient effects were reported.